Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient wanted their scs ipg moved from their back to their abdomen area. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was repositioned to their abdomen.